Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[a few months ago calvary hospital, bruce act, had a fire in operating theatre 6. As a result of the fire all equipment in the area requires a function test and certification before it can be returned to service. The equipment was subjected to high humidity and heavy smoke environment for approximately three days. There are four items identified for testing,]. There was no reported patient involvement.